Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the display on this 840 ventilator f ailed, smoke was observed and the device generated a continuous, steadily louder alarm tone. The device was available for evaluation. The service personnel (sp) inspected the ventilator and replaced the power supply. The ventilator passed all testing per manufacturer specifications at the time of service. The likely cause of the event was isolated in the field to a potential fault in the power supply. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display on this 840 ventilator failed, smoke was observed and the device generated a continuous, steadily louder alarm tone. The ventilator was not in use on a patient at the time of the event.